Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The complaint is reported as: the handle is not re-connecting leaving the base and cap separate from the body of the handle. The customer alleges that the issue occurred during an intubation. Another blade and handle set was obtained. No report of a pt injury.